Event description:
On (B)(6) 2012, it was reported that this vns patient underwent generator revision due to end of service. The device could not be interrogated prior to surgery and was believed to be due to end of service. The generator was replaced, diagnostics were run, and high impedance was seen. The pin was reinserted several times; however, high impedance was still shown. The lead was removed. The surgeon visualized a small hole and body fluids in the lead body. The patient was not re-implanted due to an acne pustule (not related to vns) on the skin in the neck area. No infection was suspected: this was a precaution. The patient's device was last interrogated many years ago and the patient's current neurologist did not perform vns. The old generator, new generator, and old lead were returned on (B)(6) 2012 for product analysis. A battery life calculation on (B)(6) 2012 indicated the 0.00 years remaining. Pa for the lead showed that the reported "high impedance" allegation was not verified within the returned lead portion. The reported "fluid leaks" allegation was verified. The lead assembly had remnants of what appears to be body fluids inside the inner and outer silicone tubing. An abraded opening was identified on the outer silicone tubing of the lead. No obvious point of entrance for the fluids was noted other than the identified tubing opening and the end of the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The new generator was returned due to product opened but not used. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Pa for the old generator showed that reported "failure to program" and "end of service" allegations were duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Analysis of programming history. Device failure occurred but did not cause or contribute to a death or serious injury.